Event description:
Customer's induo meter would not power on. This issue was unresolved with troubleshooting. They were experiencing symptoms of dizzy, sweating, and seeing spots. They tested on another meter and obtained a reading of 22mg/dl. They treated themself by eating peanut butter. Meter has been replaced.